Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv (right ventricular) lead was "sitting in the atrium." During the lead replacement procedure, the atrial setscrew was "tweaked" and the physician was unable to reposition the setscrew within the header to secure the atrial lead. The rv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.